Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, multiple episodes of noise reversion were noted on the right ventricular (rv) lead. Technical support was contacted, and technical support and the physician alleged rv lead damage. No intervention has been performed, and the rv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.